Event description:
Receipt of a used lifescan one touch machine versus a new one. Spouse received the machine from the pharmacy. Report states that noticed something "weird" right away - the pharmacy label was on the top of the box where the "safety scal" is normally placed. States that the pharmacy label is normally on the side of the box. When opened the box discovered that the warranty card was already filled out. Next opened the case and the machine was dirty, clearly used, particularly where placed the chem strips. Also, noticed that the "pin" was in the case and the lancet package was open. Concerned about potential risks like hepatitis. Called the co and received a new machine. Has retained the suspect device. Spouse went back to the pharmacy who said that they would never do that.